Manufacturer narrative:
(B)(4). A product investigation summary was performed. The investigation of the complaint articles indicates that: one matrixneuro instrument module (part number 306.502) was received with the complaint category of ¿broken: procedural step unknown.¿ it was reported that it was discovered in sterile processing that the latch on the sliding tray of a matrixneuro instrument module was found to be broken off. The complaint condition is confirmed as one of the two locking tabs was broken off of the tray instrument slide component (component number 306.526) which results in retention issues of the bottom drawer. Since the specific circumstances at the time of the break are unknown, the root cause cannot be definitively determined. However, the returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Subject device has not been received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: "it" was added to the description.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported that the latch on the sliding tray of a matrixneuro instrument module was found to be broken off. This was discovered in sterile processing. Reporter confirms no patient involvement. No patient related questions required. Sales consultant confirmed that no additional information will be available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.